Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The contact information for the initial reporter was not provided, therefore, the information was not captured. No information was capturedthe customer's weight was not provided. The model # was not provided.

Event description:
A health care professional from (B)(6) called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.